Manufacturer narrative:
Method: device was not returned by complainant to welch allyn for evaluation.

Event description:
Welch allyn became aware via medwatch report (B)(4) that a flexiport cuff found inflated on pt. Arm. Arm hard, reddened, swollen. Right cephalic dvt developed. Cuff failed to release pressure, stayed inflated for extended period of time. The complainant did not provide any patient identifiers. The complainant did not provide...